Event description:
This lead was implanted on (B)(6) 2004 and remains implanted at this time. This lead united states was noted due to infection. A call placed to technical services on (B)(6) 2013 states dr. Wanted specifications on leads. They are taking entire system out tomorrow due to infection. Patient is on IV antibiotics. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)